Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cardiosave intra-aortic balloon pump (iabp) was making noise and required 5 lead ECG cable replacement. There was no patient involved

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and identified that the issue was caused by a label on the fiber-optic cable that had come into contact with the front cooling fan. The fse disassembled the fan, removed the label, and repositioned the fan. The customer had another spare 5-lead ECG cable and ordered another one to keep for emergencies. The unit operation test performed with positive results.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was making noise and had a damaged 5-lead ECG cable. No patient was involved and no harm was reported.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : b5 , d4 , h6 ( component codes ).